Event description:
The following was published in the japanese journal of vascular surgery volume 24, no. 8, 2015. An angio-seal sts plus was deployed in the left femoral artery following a pci. The patient was admitted to another hospital for chronic renal failure requiring dialysis and was diagnosed with triple vessel disease. He was discharged the day following the pci procedure. The next two days the patient developed a fever and experienced swelling and pain at the left inguinal region. On the fourth day post-pci he was admitted to the hospital and a CT angiogram revealed a 15mm pseudoaneurysm. The pseudoaneurysm was determined to be infectious. It was being compressed but there was a purulent discharge. The inflammation was decreasing with the administration of antibiotics but the pseudoaneurysm continued to grow. Later that day a hemorrhage occurred at the swelling site. The following day surgery was performed during which debridement and vascular prosthesis implantation were performed. The angio-seal was not found in the patient's vessel. There were no complications reported post-surgery.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.